Manufacturer narrative:
MDR 3003442380-2024-03442 - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in norway. On 25-apr-2024, it was reported that the patient suffered from bent cannula on (B)(6) 2024. The issue occurred with five infusion sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.